Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no call service alarms were observed in the black box or alarm history. The black box history from the date of the complaint has been overwritten due to continued use of the pump. The alleged issue could not be duplicated.